Manufacturer narrative:
Conclusion statement: no device failure. Three attempts were made and documented requesting medwatch form from user facility. No forms were received.

Event description:
Allegedly revision surgery was performed due to anterior tibial knee pain. At revision, allegedly base was loose with no cement adherence. All other components allegedly were stable, well fixed.